Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed damage to the front panel. During evaluation the device was able to power on via ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit was charged overnight but the battery was only able to hold a charge for 1.5 hours. The down, brightness, and alarm keys on the keypad did not response, without access to these keys on the keypad the alarm limit selection, brightness level and software version verification are not possible. Internal inspection showed the cable connecting the keypads to the ui board was not connected properly, after adjusting the cable all keypads were accessible and the alarm limits were changeable. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported they are unable to set the alarm limits on the device. The device will not save the changed settings. No patient impact or consequences were reported.